Manufacturer narrative:
(B)(4). Date follow up 01 sent 1/12/2016. The device has been received, and the evaluation is pending.

Manufacturer narrative:
Device evaluation summary: post market vigilance (pmv) led an evaluation of one gia 100-4.8 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a review of the complaint by medical affairs, and an evaluation of the returned device. The reported condition for this incident was that during a roux-en-y procedure the interlock was premature. The visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) displayed a full complement of staples. The safety interlock was observed to be triggered. Additionally, microscopic inspection of the knife blade displayed no damage. Since no instrument was returned, a pmv instrument was used for functional testing. The sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The returned sample was not found to meet specifications as received by medtronic and, due to the premature interlock, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the premature interlock condition may occur if the loading unit is loaded improperly by inserting the loading unit into the instrument with the proximal end first or if contact is made with the dull, proximal end of the knife blade in the cartridge. The file was concluded to be a misuse of the product by the end user. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Date initial report sent (B)(6) 2015. (B)(4). (B)(6).

Event description:
According to the reporter: the safety white flag was up before the gia (B)(4) reload was loaded onto the stapler. The surgeon was unable to approximate the gia linear stapler. A new stapler and reload were used; the first one was not applied to the patient. Additional information was later received stating that, though no device related injury was reported, the patient had passed away. Additional patient safety questions have been requested from the account.